Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving intrathecal compounded baclofen via an implanted infusion pump. The indications for use were intracatable spasticity and stroke. The pump was programmed to deliver compounded baclofen 4000mcg/ml at a dose of 1662.4mcg/day. On (B)(6) 2015, the patient began to experience withdrawal symptoms of nausea, vomiting, elevated blood pressure and heart rate and a mild increase in spasticity. The patient was seen by the physician who interrogated the pump twice. It was determined that that pump motor had stalled around midnight. The healthcare provider tried to give the patient a bolus; however, did not think the boluses were delivered. The pump was subsequently replaced later in the evening on (B)(6) 2015. The new pump was filled with lioresal 2000mcg/ml. At the time of the report, the issue was resolved and the patient status was alive, no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump motor stall, corrosion and or wear and or lubrication, stall due to shaft-bearing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.